Event description:
Customer reported that the alarm continues to sound intermittently. Customer reported that the string on the magnet is knotted. The reported issue was discovered during setup. No pt contact or injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is submitted based on the customers reported issue statement. Note: instructions for use states: the posey sitter select is an electronic device. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).